Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (B)(4) (max air detected) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell while the patient was connected. The patient stated the red line bag was empty when the alarm occurred. The patient followed instructions and shut the cycler down. The technical service representative explained the alarm and its cause. The patient stated that they did not see any sign of a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.